Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-4-b device of lot number c1766039 involved in this complaint device was returned for evaluation, open in its original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on (B)(6) 2021. In summary the following results were observed in the lab evaluation: inner cannula was exposed at the back of the handle. Handle was actuating fine but unable to deploy the stent. Handle was opened and all the components were intact. No evidence of cannula separation. Lock wire was retuned separately. Documents review including IFU review: prior to distribution all evo-fc-10-11-4-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-4-b device of lot number c1766039 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1766039; upon review of complaints this failure mode has not occurred previously with this lot #c1766039. The instructions for use IFU (B)(4) which accompanies this device instructs the user to "if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. It appears that he filler cannula to retrieval loop assembly joint could have broken early in the procedure. A possible root cause could be attributed potentially to tortuous patient anatomy. It is possible that during deployment tortuous path may have caused a build-up of pressure causing the damage and resulting in stent deployment difficulties. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not require any additional procedures due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
When attempting to deploy the stent, by actuating the trigger after several times the stent itself didn't deploy but at the same a metal stick was appearing from the back of the handle. You can see it in the product return. Device evaluated 04-mar-21: "back of the handle inner cannula exposed". A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. At what stage of the procedure did the complaint occur?(when unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement) what endoscope type and channel size was used? Tjf-q180v 4,2mm. What was the position of the elevator? Was it opened or closed? Open. Details of the wire guide used (diameter, type, make)? Jag wire 0035" - boston. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? No. How long was the stent in the patient by the time this complaint occurred? Na. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? Na. Stricture information: what was the length and diameter of the stricture? 2cms. Where was the stricture located in the body? Papilae. Was there resistance felt passing wire guide through stricture? No. Was there resistance felt passing the evolution through stricture? No. Was the stricture dilated before stent placement? No. Questions related to during insertion into patient was the product inspected for kinks or damage before use? Yes. Was resistance felt during insertion into patient? If yes, at what point? No. Questions related to during stent placement did the product fail during stent deployment or recapture? Deployment. Was the directional button pressed during use? No (to confirm position). Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? No. Was the yellow marker kept in view during deployment? Yes. Are images of the device or procedure available? No. Questions related to during introducer withdrawal na as final stent placement confirmed using endoscopy / fluoroscopy? If yes, what was used? Na. Did the stent open sufficiently to allow withdrawal of introducer safely? Na. Was the safety wire fully removed before removing the delivery system? Na. Did any part of the product snag/get caught with the stent when removing the delivery system? Na. Are images of the device or procedure available? Na. Questions related to during stent repositioning/removal what instrument was used for stent repositioning / removal? Forceps, snare¿ na. Was the lasso (suture) loop used during repositioning.